Manufacturer narrative:
Concomitant medical products: product ID: 8540, product type: accessory. Other relevant device(s) are: product ID: 8540. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving morphine (25mg/ml at 3.06mg/day) via an implanted infusion pump. It was reported that the hcp tried to do a dye study and they were not able to aspirate the catheter. The hcp tried to aspirate from the side port, but the needles from the kit were "flimsy and bent" so the hcp opened the pump pocket. The hcp was then able to aspirate the catheter. The lot number for the kit was unknown. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the affected refill kit would not be returned for analysis. The patient¿s weight at the time of the event was unknown. The reason for the cap dye study was unknown. No further complications were reported/anticipated or expected.